Event description:
Paramedics attended to a person diagnosed as in cardiac arrest. The device was attached to the pt using disposable defibrillation/pacing/ECG electrodes however the device continued to display a connect electrodes alarm and use of the defibrillator was inhibited. Another set of electrodes was immediately available and used with no other problems reported. The pt was not resuscitated. The customer indicated that the alleged malfunction did not likely cause or contribute to the pt's outcome. This opinion was based on the immediate use of another set of electrodes and an assessment of the pt's viability.